Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing to power the device on was due to a missing communication link between the cpu (processor) and the pc (accessory serial port).

Event description:
The manufacturer received information from a third party service center alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.